Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Continued from section d 11: cook ds-60-cc-s dilation syringe, boston scientific alliance inflation handle. For the one (1) reported event, the device was not returned to cook endoscopy. An evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. The photo attached shows bleeding as the report described. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Instructions for use list the potential complications: "potential complications associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. " instructions for use state: "do not advance the balloon dilator if resistance is encountered. Assess the cause of resistance to determine if dilation should be reattempted." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes <noe> one (1) </noe> malfunction event. A review of the event indicated that during an esophagogastroduodenoscopy (egd) the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. After they dilated the esophagus, they noticed that the tip of the balloon had caused trauma to the stomach [slight bleeding]. The nurse said that the patient had altered anatomy. Per conversation with the cook representative on (B)(6) 2016: the patient experienced some bleeding and irritation due to the procedure. The bleeding did not require [the patient to undergo] any additional procedures. The one (1) event involved a patient with no consequences.